Event description:
It was reported that a patient underwent a cardiac ablation with a qdot micro catheter and the patient experienced hypotension that required hospitalization. Before the ablation was conducted and after the qdot micro catheter was inserted into the left atrium, the decrease in blood pressure was confirmed. Consequently, all the catheters were removed from the patient¿s body and the blood pressure improved. The procedure was terminated. It was reported that the patient was still in the hospital/required extended hospitalization at the time of follow up. The physician considers that the carto 3 was not the cause of the event. The cause of the event is unknown. No abnormalities were observed prior to or during the use of the product.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
The device investigation has been completed which included performing a manufacturing record evaluation (mre). The manufacturing record evaluation was performed for the finished device number lot 31510322l and no internal action related to the complaint was found during the review. Since no device has been received for analysis, no product investigation could be performed, and the customer complaint cannot be confirmed. However, if the product is received in the future, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).